Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging inaccurate erratic readings of "275 and 139 mg/dl" obtained with the subject meter within a minute of each other. This complaint is being reported because the reported results did not meet lifescan's precision criteria. In addition, the alleged meter inaccuracy remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.